Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: improper sequential seal cycle activation, a known inherent risk of the device. The event can be detected/prevented by following the instructions for use which state: sealing with hand or footswitch activation. Warning: a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified. Troubleshooting: -too little tissue between the jaws ¿ the user is grasping thin tissue or not enough tissue; open the jaws and confirm that a sufficient amount of tissue is inside the jaws. If necessary, increase the thickness of tissue that is grasped and press the blue foot pedal or activation button. -too much tissue between the jaws ¿ the user is grasping too much tissue; open the jaws, reduce the amount of tissue that is grasped, and press the blue foot pedal or activation button. -activating on a metal object ¿ avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the device. -dirty jaws ¿ use a wet gauze pad to clean surfaces and edges of device jaws. -excess fluids in the surgical field ¿ minimize or remove excess fluids from around the device jaws. -activation switch released before seal complete tone ¿ the blue footswitch or activation button was released before the seal cycle was complete. -maximum seal cycle time has been reached ¿ the system needs more time and energy to complete the seal cycle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the powerseal curved jaw sealer and divider exhibited an incomplete seal cycle error. There was no patient involvement.